Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter would power off during use. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged power issue first occurred 30 days prior to the alert date of (B)(6) 2015. The patient denied taking any medication in order to help regulate their diabetes and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that an unknown period of time after the alleged issue occurred, they developed the symptoms of "dehydrated, sweaty, hungry and nauseous". In response to these symptoms the patient went to the emergency room where they were treated by a healthcare professional (hcp). The treatment they received was 5 units of humalog insulin. The patient's blood glucose was also measured in the e.r; however the result obtained was not communicated at the time of the initial call. At the time of troubleshooting the cca noted there was no misuse of the product, but the issue could not be resolved with training. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to them experiencing symptoms which are suggestive of serious injury after the alleged meter issue began.